Event description:
It was reported that during a follow up in clinic, incorrect data regarding longevity was noted on the right atrial (ra) leadless pacemaker (lp). Upon subsequent in clinic follow ups, correct measurements were noted on the device. Abbott technical support was contacted and the temporary incorrect data regarding longevity was suspected to be due to the longevity accuracy increasing with time. No intervention was required. The patient was in stable condition.